Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Please note: per customer, neither the product ID or lot number are available. As a result, the UDI could not be determined.

Event description:
The customer reported that the retained fragment of penrose drain was removed. Additional information was received from the customer and stated that the penrose drain was placed in breast with plans to remove in outpatient setting in a week. When removed in an outpatient setting a week later, a piece of the drain was left in the breast. The piece that was left was found on mammogram almost a month later. An ultrasound and CT were done to confirm. Per customer, approximately 2 months after imaging revealed foreign body, the patient had an ultrasound with radiological marker placed and then patient had right breast localized excisional biopsy done to remove the fragment and the patient was treated with 7-day course of antibiotics, 2 days of packing wound with gauze, and suture placement and removal in outpatient a week later. The patient is doing well and following up appropriately with breast center providers.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. A picture was provided for analysis, and upon reviewing the picture, the reported issue was observed. The physical device was not returned for evaluation. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.